Event description:
It was reported that a clearlink solution set leaked. The reporter stated that during priming of venofer, a slit in the tubing was noticed. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.